Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced a potential issue with the right-hand controller. Technical support engineer (tse) verified several errors on master tool manipulator (mtm) yaw axis. Tse was not able to troubleshoot issue since caller was not on site with the system. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced pn: 380699-46 master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Annex coding was updated to match investigation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Failure analysis (fa) performed a visual inspection and found no problem related to the reported issue. Fa checked and verified errors 23068, 32126, and 32098 in lighthouse (aperture), then installed the system on an internal eft setup and powered it on. The system powered on with no errors or failures, so instruments were installed, and the system was driven. During the drive, there were no errors or failures, so the instruments were removed, and the system was power-cycled and driven several times¿still with no errors or failures. At this time, the system level cannot confirm the reported issue and will need further failure analysis. Upon further investigation, engineering could not replicate the issue. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h11 for follow-up information.